Manufacturer narrative:
Updated b6/b5 to indicate that the retests were done on a cobas liat (sn unknown as data was not provided).

Event description:
The alleged samples initially generated positive sars-cov-2 results. The same samples were retested on a cobas liat and generated sars-cov-2 negative results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for 17 patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated positive sars-cov-2 results. The same samples were retested (unknown if another cobas liat or another assay) and generated sars-cov-2 negative results. The positive results were reported. No harm alleged to date. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
It is unclear which samples of the affected runs generated discrepant results as the negative run data and sample ID information were not provided. Review of the provided data showed runs that generated CT values at the limit of detection. This indicates that these are low titer samples. Samples of this type can generate wavering results upon repeat. Although the root cause for the remaining result discrepancies cannot be confirmed, a review of the provided data showed that the generated sars-cov-2 results show true amplification. A reagent investigation ruled out a systemic reagent issue. Per the assay method sheet (09216235001-02en doc rev. 2.0), clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A total of 17 samples were alleged, however, no specific information relating to patients or runs was provided, and that impact on patients remains unknown. Therefore, 1 MDR will be filed.